Event description:
The subject device (gastrointestinal videoscope) was returned to olympus without a complaint. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube has remains of white foreign material, and the air/water cylinder has foreign objects. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: air/water cylinder had no color, suction cylinder had no color, light guide lens had a crack and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. Whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.